Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer¿s blood glucose (bg) level was not impacted. During troubleshooting with tandem technical support, the malfunction alarm was cleared successfully. The following day, the customer received another malfunction alarm stopping all insulin deliveries. The customer's bg level was 155 mg/dl. Reportedly, the customer was to use manual injections for insulin therapy.